Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause could not be identified. The customer dealt with the problem, and the phenomenon was resolved. The lamp life has completed its life 500 hours, hence, it was recommended to customer to change the xenon lamp olympus maj-1817. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the emergency lamp indicator was blinking due to failure of the spare light and the lamp did not light due to lamp failure. Service confirmed the reported issues. Error code e207 was confirmed due to the faulty emergency lamp, the power switch could not be turned off intermittently due to a faulty power switch, and the front panel was found to be broken. In addition, there was an abnormal sound coming from the equipment due to a faulty output socket, there was dust inside the unit, the pump unit was found to be broken, and the tank socket was found to be rusty. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that, during routine check of the device, the emergency lamp indicator on the subject device was blinking and the emergency lamp did not work. The customer also reported error e207 (emergency lamp error) occurred on the subject device, the front panel was cracked, and the power switch did not work properly. This report is being submitted for the emergency lamp indicator blinking and the emergency lamp not working. There was no harm or user injury reported due to the event.